Manufacturer narrative:
Results: bd received a sample and photos from the customer facility for investigation. The sample and photos were evaluated and the customer¿s indicated failure mode for inner tube broken with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that the inner tube was broken and blood leaked in the tube of the bd vacutainer® citrate tubes. No serious injury or medical intervention reported.